Manufacturer narrative:
The analysis was performed on a cobas 5800 analyzer (serial number: (B)(6)). The investigation determined that the cobas mpx assay (lot j11224) performed within specifications, and no product issue was identified. A review of batch trend analysis, complaint history, quality control data, and worldwide customer real-time data for lot j11224 did not reveal any issues related to the reported event. The most likely cause of the initial reactive hbv result on (B)(6) 2023 was attributed to a low viral load contamination, which is more probable for hbv due to the stability of its dna target and the low limit of detection (1.4 iu/ml) of the cobas mpx assay. Other potential causes, such as true nat reactivity due to donor infection, sample contamination, or false reactive nat, were considered but could not be confirmed based on the available information. The associated donation was not released, and no harm was reported or caused as a result of the discrepant results.

Event description:
The initial reporter alleged a discrepant hepatitis b virus (hbv) result using the kit cobas 58/68/8800 mpx 480t ivd assay on the cobas 5800 platform. The customer generated an hbv reactive result for an individual donor testing (idt) sample using the cobas mpx assay. The associated serology result, performed on the architect i1000 system with the hbsag qual ii assay, was negative. The customer reported the nucleic acid testing (nat) hbv reactive result, suspecting it could represent a seroconversion window period case. The customer retested the donor using a new blood draw with the cobas mpx assay, again as idt, and generated a non-reactive result. The customer compared the two cobas mpx results from the different blood draws and suspected the second test result to be a potential false non-reactive. The associated donation was not released.